Manufacturer narrative:
Study title: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis (china q study). Type of study: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis. Protocol number: (B)(4). Site number: (B)(4). Subject number: (B)(4). Study sponsor: baxter clinical. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, nausea and vomiting. The cause of the peritonitis was not reported. The same day as the peritonitis onset, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was unknown if the peritonitis was resolved. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The date of birth was updated. Upon follow up it was reported the action taken with dianeal therapy with respect to the event of peritonitis was dose reduced twice. The recovery status of the peritonitis event remains as not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the patient experienced life threatening peritonitis on the previously reported date of onset. On the following day, while hospitalized for the peritonitis, the patient experienced another myocardial infarction (mi) and passed away. The cause of death was reportedly due to the peritonitis in conjunction with the mi. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient experienced the peritonitis and fever was reported as an additional manifestation of the peritonitis. During hospitalization, the patient began treatment for the peritonitis with moxifloxacin hydrochloride, sodium chloride, injection, 0.4 gram, once a day (route was not reported) and cefoperazone sodium tazobactam injection, 2.0 grams, once in 12 hours (route was not reported). The peritonitis treatment and pd therapy were ongoing until the time of the patient¿s death. The patient was transferred to the intensive care unit for continuing treatment and subsequently passed away on the previously reported date. Should additional relevant information become available, a supplemental report will be submitted.